Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 4.11c. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank display noted during testing. Unit had label damage. The unit p-cap / test reservoir locks in place properly. Unable to confirm battery cap damage due to battery cap not come with unit.

Event description:
Medtronic received information that damage (physical or cosmetic), blank display, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.